Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-18163, 18164. The pt reported she has not used or charged her scs system in approximately 3 years because the scs system did not relieve her pain. The pt stated she does not wish to pursue surgical intervention at this time.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.